Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported generator e433 error could not be determined, as the device was not returned to olympus for evaluation/ olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the customer reported that upon following the instruction provided by olympus, the issue was resolved.

Manufacturer narrative:
The device was not returned. Olympus provided customer with instructions to reset the device. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported, the generator was showing error e433. There were no reports of patient harm.